Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient clarified that they were seeing the thermometer icon while charging. The patient let the recharger sit for short periods and was able to charge the ins to 75%. The patient reported that the battery had not been holding a charge for the past three months. The patient's replacement has not be scheduled yet. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s battery wouldn¿t recharge. A countdown was performed, but since then, the battery won¿t charge past 50%. The patient reported that the battery heats up until it shuts off when recharging. It was reported that surgical intervention is planned, and the patient was instructed to reach out to their surgeon for a consultation. No further complications are anticipated.